Manufacturer narrative:
The investigation of access site bleeding and hemolysis has been completed. The impella device was not returned for evaluation. The data logs showed that there were multiple instances of suction positioning alarms triggered during the case. There was no motor current spike or trend in the placement signal during support. Due to lack of product returned and limited clinical details, the root cause of the hemolysis could not be determined. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. D.6b explant date was added. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26218. H.10 revised instructions for use as they were reported incorrectly from the initial manufacturer device report number 1220648-2025-26218.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device and then successfully escalated to an impella 5.5 device for continued mechanical circulatory support (mcs). The patient was sent back to the unit vented and sedated. Update post impella 5.5 implant noted insertion site with 2 jackson-pratt drains were in place and oozing was noted; no hematoma noted. Heparin was withheld. The patient was on levophed, vasopressin, amiodarone, lidocaine, and milrinone, and a plan to restart continuous renal replacement therapy overnight and rest the heart. Creatinine was 3.7 and urine output was a dark tea color less than 30ml/h. Position was checked, and performance level was p-9 with flows at 5.3l/min. The groin site from impella cp removal was check and noted to be appropriate and without bleeding/hematoma. Peripheral pulses all intact. The following day the patient aroused and followed commands, there was minimal drainage and no hematoma. Heparin was restarted. The patient continued and remains on impella mcs.